Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Information regarding the explant of a synergraft aortic valve and conduit allograft was obtained through a retrospective clinical study. According to the clinical report form, the allograft was explanted approximately 10 years after implant due to structural deterioration, calcification, valve leaflet degeneration, stenosis or obstruction of allograft valve and conduit.

Manufacturer narrative:
The allograft was not returned so no direct observations could be made. A review of processing records was performed and indicates that the allograft met all specifications. The precise cause of the reported event cannot be determined with the available information.